Event description:
It was reported the bottom case is cracked. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. One printed circuit board flex is crimped. Upper and lower cases, both bail covers, and ring cover are broken.